Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that there were no abnormalities in the visual inspection, a camera head was connected and the touch panels were operated, but the e333 error code was not reproduced. The connection was made according to the instruction manual, and the error was not confirmed when the operation was performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center produced a e333 error code on the touch panel. The device was inspected prior to use, and the issue was found during a therapeutic flexible transurethral lithotripsy procedure that was completed with the same device and without delay. There were no reports of patient harm.